Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device was explanted due battery depletion. The device is expected to be returned for a longevity analysis, as it was reported that high pacing outputs had been programmed while implanted. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Data review confirmed the unit had been programmed to right ventricular (rv) pacing outputs of 6.5v and 1.0ms along with 100% pacing in the rv, which contributed to the seemingly shorter than expected longevity. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
.